Manufacturer narrative:
Based on the information available, the console was not returned for analysis. However, it was evaluated by a field service engineer (fse) at the customer's facility. The fse confirmed the reported allegation of "device displays 302 mcb hardware interlock bit." Initially, the customer fault was confirmed, and basic troubleshooting was performed. The coolant water within the chiller was drained and replenished. All associated cables for the chiller unit were reseated. A video of the peculiar sound emanating from the chiller and the full system log were sent to support for analysis. During the second visit, the following actions were completed: the chiller arrived on site; chiller replacement was commenced; the old chiller was placed onto a pallet for return; and a pick-up request was initiated. The new chiller was functionally tested. Conformity of lasing energy levels was verified, and recalibration was required. During calibration, error 330 occurred, indicating a q-switch cpld fault. Following this, errors 174 and 212 occurred because the calibration table was corrupted. A backup configuration file was uploaded, and recalibration was attempted. Recalibration was successful. The unit was placed on an extended bench test to confirm if error 330 had been resolved and all results were okay. Conformity of lasing energy levels in both service and customer modes was confirmed. Performance testing was completed, and the unit was returned to service. This greenlight laser was installed on 10/31/2023. The system was last serviced on 4/9/2025. The greenlight laser was fully functional with no issues from that time until the reported event date of 07/17/2025. A review of the device instructions for use (IFU) was performed and passed. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a defective chiller was the most probable cause of the complaint.

Event description:
It was reported that the device just went down with a patient on the table, and error code 302 (mcb hardware interlock bit) was displayed. The procedure was not completed due to this event, however the patient was deferred for another date. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that the device just went down with a patient on the table, and error code 302 (mcb hardware interlock bit) was displayed. The procedure was not completed due to this event, however the patient was deferred for another date. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.